Manufacturer narrative:
An event regarding patient pain involving a triathlon knee system was reported. The event was confirmed. The device remains implanted. -medical records received and evaluation: a review of the provided records by a clinical consultant concluded: "in this narcotic dependent patient with persistent pain in the left total knee two years post-operative with no evidence of infection or x-ray changes at the latest x-rays on (B)(6) 2014, explanation for her persistent pain and disability as described in the event description is unclear. There is no evidence of factors of faulty component design, manufacturing, or materials being responsible for this clinical situation." -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other similar events have been reported for the subject manufacturing lot conclusions: the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported patient had surgery on left knee and is experiencing pain. Patient said her knee is swollen, it's warm to the touch. Doctor did blood test and it showed no infection. Patient reported she wears a brace and hears popping sound, she also uses a cane to walk.

Event description:
It was reported patient had surgery on left knee and is experiencing pain. Patient said her knee is swollen, it's warm to the touch. Doctor did blood test and it showed no infection. Patient reported she wears a brace and hears popping sound, she also uses a cane to walk.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.